Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Upon reloading the cartridge, a minimum fill notification occurred. A new cartridge was loaded with 300 units of insulin; however, the notification reoccurred. Customer¿s blood glucose level was within range. Customer reverted to using an alternate method of insulin therapy.